Event description:
The deltapaq cerecyte microcoil 2.5 mm x 10 cm (cdf10025030/g10978) failed to deploy. An sl10 microcatheter (details unknown) was used. The products are not available.

Manufacturer narrative:
The deltapaq cerecyte microcoil 2.5 mm x 10 cm (cdf10025030/g10978) failed to deploy. An sl10 microcatheter (details unknown) was used. The products are not available. Based on the information, the event was not confirmed. The product was not returned for analysis. No corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting.